Manufacturer narrative:
Device eval summary: eval of monitor (B) (4) has been completed. The reported problem (response buttons will not start the system) has been confirmed. The cause of the response buttons not powering on the system was a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. The pt's fall likely contributed to the cracked conductor. The response button was replaced. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B) (6) male, pt, contacted zoll lifecor customer support to report that he received an appropriate shock, during which he collapsed and fell on his monitor. Now, the monitor will not properly start up and continues to keep bonging. The pt was provided with a replacement monitor.